Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise that resulted in inappropriate atrial tachy response (atr) mode switches. The noise was suspected to be related to potential electromagnetic interference (emii and technical services (ts) recommended finding out what the patient was doing at the time of the episodes. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)